Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿dirt¿, was found inside a bd plastipak¿ hypodermic syringe with needle. The device was not used and there was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: sample was received, and it is possible observe foreign matter ¿ grease residue. DHR review: the batch record was verified and the manufacturing date for this batch was january 08th to 09th, 2018. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 36 parts at assembly machine; and visual inspection each 2 hours at 1 cycle at packaging machine and inspection system challenge each shift; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. The sample provided by the customer was verified and it was possible observe foreign matter ¿ grease. The reported problem is this is an individual occurrence, related to the residue of lubricant from the assembly machine caused by equipment failure or human failure during the maintenance process. To minimize the defects related to foreign matter a six sigma project is being performed (project #35 fy17). The deadline for this project is sep/2018.